Event description:
A pt contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(6) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem was resetting and not able to recognize a battery pack. The cause for the resets and inability to recognize a battery pack was a shorted u13 (8-bit cmos flash micro-controller) component. Pin 20 on u13 was shorted. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the shorted u13 component. The patient was issued a replacement charger/modem.